Manufacturer narrative:
Block d2b: pro code (product code): pcu; reported here as this exceeded character limit for the designated field. Block g4: premarket/510(k): k233318; reported here as this exceeded character limit for the designated field. Block h6: imdrf device code a010402 captures the reportable event of stent migration imdrf impact code f23 captures the reportable event of additional intervention performed to remove the stent and close the puncture site.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was implanted to treat cholecystitis during a endoscopic ultrasound (eus) procedure performed on (B)(6) 2025. During the procedure, the first flange of the stent was slow to expand, but the physician was able to open it by manipulating the catheter. The procedure was completed using the original stent. One day after stent placement, the patient experienced pain. A computed tomography (CT) scan revealed that there is air and that the stent had migrated, with the distal flange located in the stomach and the proximal flange in the peritoneum. The stent was successfully removed, and two clips were placed to close the puncture site. The patient's condition improved following the removal of the stent.

Manufacturer narrative:
Block h6 (patient codes) has been corrected. Block d2b: pro code (product code): pcu; reported here as this exceeded character limit for the designated field. Block g4: premarket/510(k): k233318; reported here as this exceeded character limit for the designated field. Block h6: imdrf device code a010402 captures the reportable event of stent migration imdrf impact code f23 captures the reportable event of additional intervention performed to remove the stent and close the puncture site.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was implanted to treat cholecystitis during an endoscopic ultrasound (eus) procedure performed on (B)(6) 2025. During the procedure, the first flange of the stent was slow to expand, but the physician was able to open it by manipulating the catheter. The procedure was completed using the original stent. One day after stent placement, the patient experienced pain. A computed tomography (CT) scan revealed that there is air and that the stent had migrated, with the distal flange located in the stomach and the proximal flange in the peritoneum. The stent was successfully removed, and two clips were placed to close the puncture site. The patient's condition improved following the removal of the stent.